Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery in the lower extremity. The ht command guide wire (gw) was advanced beyond the target lesion; however, during the exchange of the support catheter, the coating on the core of the gw was observed to be stripped off [peeled]. There were no coating fragments in the patient and there was no resistance during the exchange. There was no adverse patient effect and no clinically significant delay reported. The procedure continued with another ht command guidewire. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was able to be confirmed as the teflon coating on the core was noted to be scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices during the exchange of the quick cross catheter resulted in the reported peeling/noted scratched polymer coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.